Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a 8.5 fr varipulse catheter and it was not possible to change the size of the loop. The medical team confirmed that the catheter was stuck/jammed in full contracted position. It was possible to push the knob, but had no effect on the loop. There was no physical damage observed at the distal end of the catheter. No further details were provided regarding troubleshooting of the event or completion of the procedure. No patient consequences were reported.

Manufacturer narrative:
On 8-jul-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with an 8.5 fr varipulse catheter and it was not possible to change the size of the loop. The medical team confirmed that the catheter was stuck/jammed in full contracted position. It was possible to push the knob but had no effect on the loop. There was no physical damage observed at the distal end of the catheter. No further details were provided regarding troubleshooting of the event or completion of the procedure. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. A visual inspection and functional tests of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. Deflection testing was performed, and the deflection mechanism pass, however, then contraction testing was performed, and the mechanism failed specifications, as it was not contracting at all. Further analysis revealed that the contraction wire was found broken inside the handle. A manufacturing record evaluation was performed for the finished device number 31597836l, and no internal actions related to the reported complaint were identified. The contraction issue reported by the customer was confirmed. The root cause of the contraction wire broken is associated to the manufacturing process. The instructions for use (IFU) contain the following information: verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being implemented to mitigate contraction issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's reference number: (B)(4).